Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the drainage catheter became occluded. During subsequent removal, the tip injured the portal vein, causing bleeding. Surgery was performed. According to the customer, when removing the catheter, the operator did not perform the procedure to release the fixation of the suture attached to the catheter tip. However, under fluoroscopy, it was confirmed that the tip shape had straightened. No guidewire or similar device was inserted into the catheter lumen. No additional information available.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the drainage ports contained dried debris, likely from the procedure performed. The device itself was able to be flushed with air/water, and to be straightened using a trocar. It is likely that the reason for this complaint is directly related to the use of the device. It should be noted that the IFU for this device states that a flushing regimen should be designed for the circumstances of each patient and the protocol of the physician. Root cause is unknown. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaint for this lot was identified.